Event description:
It was reported, that the patient's right atrial (ra) lead had dislodged in 2007. Shortly, post implant. And the device was initially reprogrammed deactivate ra lead. On (B)(6) 2024, the patient presented for a device upgrade procedure. And the ra lead was capped and replaced. The patient was in stable condition before, during and post procedure.